Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Reportedly, the customer was unsure of cause; however, suspected it was due to not consuming food for a few hours. Juice and candy was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.